Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. Although requested by tandem technical support, the customer declined troubleshooting or to provided any additional information.